Event description:
Air injected into left coronary system during coronary angiogram through guide catheter. Patient became hypotensive with new st elevation. Resolved after a short period with physician dictated pharmacological treatment. Patient was monitored after this event vitals were stable patient was no longer hypotensive and st elevation resolved. Suspected accessory kit copilot valve malfunction per physician. Equipment malfunction form has been completed.